Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, 80% stenosed lesion in the tibial artery. A 2.5x28mm xience prime drug eluting stent (des) system was advanced to the lesion; however, during stent deployment, the balloon failed to inflate, and the stent was not deployed. The des was removed. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size xience prime des was implanted to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported activation failure including expansion failures could not be tested due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that manipulation of the device in addition to interaction with the challenging anatomy during advancement may have contributed to the noted kinked and torn outer member, ultimately causing the noted kinked and broken support skive, ultimately contributing to the reported activation failure (stent); however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 1494 - removed.